Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21369. Follow-up identified effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21369. Note: the patient has two scs systems per the manufacturer's database. It is unknown which leads pertain to the event, so all four leads are being reported. Additionally, two of the leads belong to the same lot number as the other two leads the patient reported experiencing ineffective stimulation. Per the patient, surgery is planned to address the issue.

Event description:
Device 1of 2. Follow-up identified the patient underwent surgical intervention to explant and replace two of her leads. The leads had reportedly migrated. It is unknown which two of the four implanted leads were replaced, hence both device 1 and 2 are being reported as explanted.